Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant. The patient stated that they were unable to operate the device due to their age and had chosen to focus on other health issues and elected to turn off the evoke scs system. The patient required a magnetic resonance imaging (MRI) scan for evaluation of other health issues; however, disconnected electrodes were observed on both leads during the permanent implant procedure of evoke scs system, rendering the system¿s MRI compatibility. Subsequently, the evoke scs system was explanted.

Manufacturer narrative:
The evoke scs system was returned to saluda. The cls passed functional testing with no anomalies identified. The leads could not be tested due to damage sustained during explant. The manufacturing records of the leads were reviewed, and the product met all requirements for release. The root cause of the disconnected electrodes could not be definitively determined. The patient requested explant of their evoke scs system due to challenges operating the device. First lead information: brand name: evoke 12c percutaneous lead kit - 60cm. Model: 103807. Catalog: 1008. Lot/batch number: 9017015025. UDI: (B)(4). Manufacture date: 28 february 2024. Expiration date: 27 february 2025. Second lead information: same as first lead.